Manufacturer narrative:
The device was serviced on-site by a field service technician as part of preventative maintenance. A service history review, alarm log review, and visual inspection were performed. The f-38 alarm was identified during the alarm log review and visual inspection. The cause of the condition was determined to be damaged force sensing resistors causing them to be out of specification. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. There was no patient involvement. No additional information is available.